Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(6). Remains implanted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00031 / 00032).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. Subsequently, patient reported experiencing secretion from the surgical wound on (B)(6) 2015, which was resolved with medication. No revision has been reported to date.